Event description:
Reporter indicated that pt had passed away. It was reported that the pt was residing in a nursing home and that the staff found him expired in his bed during the night. The pt reportedly experienced a 25% reduction in seizures with the vns therapy and was receiving therapy at the time of death.

Event description:
Further evaluation of available information indicates that the patient death was possibly due to sudep (sudden unexplained death in epilepsy).